Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Healthcare provider later reported rupture found on explant. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare provider later reported rupture found on explant. Device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Healthcare provider later reported rupture found on explant. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on the posterior side assessed as fold flaw opening. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ wear abrasion observed on the gel. ¿ crease fold observed on the device. No further actions are required as the device was implanted.